Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: scope communication error (b40), noise appears on the image in mask, scope communication error (b30) a definitive root cause could not be identified. However, based on the results of the investigation, the most probable cause of the reported malfunction no image and scope communication error (b40) was failure of the main board (cm board). In addition, the cause of the noisy image was failure of the circuit board (ap board), and the scope communication error (b30) was traced to a defect in the flat cable. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center exhibit no image during inspection for use. There was no patient involvement.